Event description:
It was reported that the device was used during a laparascopic prostatectomy, the device stopped after just 30 minutes. They torqued the instrument again. They checked with test tip and different generator, it gave a normal tone. No patient consequence reported.